Event description:
An optician reported that a female consumer has twice observed black dots, later described as 'fungal growth', on the inside of the cap of the lens case while using oxysept comfort. The fungal growth appeared 3-4 days after using a new lens case. The reporter stated that the consumer is compliant. The consumer reportedly leaves the lens case open during the day. No patient injury reported.

Manufacturer narrative:
Microbiological examination of the lens case is in process. Results not yet available.